Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a battery longevity anomaly was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was noted. The cause of the high current drain is believed to be an anomalous component on the hybrid.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal follow-up, premature battery depletion was observed. The device was explanted and replaced. It was noted that the device was not properly charged before it was implanted and that the patient received a bodily injury due to it. The patient also claimed that the device never turned on while in his body.